Event description:
This event occurred at the time of before use. There was no report of patient harm. A part of the glue is lost. The glue is on poor condition. Poor finishing during the last repair (lcb cover glas replacement) (B)(6) 2021.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: this device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us  is available in the USA with a 510k number k192245. We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the operation channel buckled, the bending rubber leaky, and the deflector operating knob broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.